Manufacturer narrative:
Device not returned.

Event description:
It was reported that after taking pump out of box and upon charging, a malfunction alarm occurred. Pump could not be turned on and could not be charged. There was no adverse impact to customer's blood glucose. Customer reverted to using another pump.